Event description:
Related manufacturer reference number: 2017865-2024-71554. It was reported that the patient developed edema of the lower limbs, shortness of breath and high blood pressure post-implant of their aver leadless pacemaker. Echocardiogram showed that pericardial effusion was accumulating due to cardiac perforation. Cardiac tamponade developed. A thoracotomy and pericardiocentesis was performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.